Event description:
Customer reported that she was trying to remove the sensor from the pedestal, and the needle hub came up. The sensor stayed in the pedestal. Technique was confirmed. Customer was advised to not use the sensor. Customer's blood glucose was 174 mg/dl. No further information reported.

Manufacturer narrative:
Analysis not required due to the complaint being related to the enlite serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.